Event description:
Emt's attended to a cardiac arrest pt with an asystolic rhythm. The pt was discovered unconscious by family members after being last seen approx 1 hour prior. Emt's initiated CPR and drug therapy however the pt did not respond. External pacing was initiated. Reportedly electrical capture was attainable and the ECG chart recorder momentarily displayed high frequency distortion following each pacing pulse. Resuscitation therapy continued but the pt did not respond. Emt's requested and recieved permission to end the code. The pt was not revived.